Event description:
Symptoms/ae: hypotension. Time of symptoms/ae: during the procedure. Device malfunction: none. It was reported that prior to a left internal / common carotid artery stenting procedure, the pt was hypotensive. During the procedure with an xact and a non-abbott stent, the pt continued to experience hypotension and experienced approximately 10 minutes of right sided flaccidity. It was suspected that during the time of the neurological event, the pt was experiencing a distal spasm in the cerebral artery. The spasm resolved without treatment as did the neurological event. The hypotension was treated with neosynephrine and dopamine. Three days post-procedure, the hypotension resolved. The pt remained hospitalized to regulate the international normalized ratio (inr). Seven days post-procedure, the pt was discharged to home. Although requested, there was no additional info provided.

Manufacturer narrative:
(B) (4). Results and conclusion summation - it was reported that the pt experienced hypotension, spasm in the cerebral artery and a right side flaccid. In this case, there was no reported product deficiency. The reported pt adverse effects are known potential adverse effects as listed in instructions for use (IFU). Although a conclusive cause for the reported pt adverse effects and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to MFR, design or labeling.